Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, the balloon was filled with water, but the sterile water leaked out from the foley catheter.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Received five photos for evaluation. The first one shows a top view of a 3-way all silicone catheter. The second photo shows the catheter's deflated balloon and tip. The next two photos show the catheter's cap and tray's label. The last photo shows a document in native language. Received 1 all silicone foley catheter. Attempted to inflate balloon with 10 ml methylene blue solution, however the solution immediately leaked to the drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification. The root cause identified is: it was difficult to assure the positioning of the catheter due to vision was difficult. CAPA 8266921 was initiated to address the reported event. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, the balloon was filled with water, but the sterile water leaked out from the foley catheter.